Event description:
9/16 of an inch of an IV catheter remained in the back of the left hand upon removal of catheter. This top was removed surgically from the hand. Expiration date was on the package, it is unknown at this time.